Manufacturer narrative:
Product analysis confirmed the difficulty as stated in the complaint. The device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 20cm distal from the strain relief. The device appeared to have been kinked at the point of separation. This type of damage is consistent with excessive force being applied to the delivery system. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause was attributed to handling damage.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a shaft break occurred. The stenosed lesion was located in the severely calcified and moderately tortuous distal right coronary artery (rca). Upon attempting to advance the taxus liberte 3.00mm x 16mm paclitaxel-eluting coronary stent system, significant resistance was encountered and the proximal shaft of the stent delivery system broke. The procedure was completed with another of the same device. There were no patient injuries or complications. The patient's status is unknown.